Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 6947m62 implantable tachy lead, (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that at the six week post-implant check, the lv (left ventricular) threshold had increased with capture only seen in one vector. One month later, the threshold was higher still, and a chest x-ray showed that the lv lead had moved. The lv lead was switched off at this point. Not long after, the lead was programmed back on with high outputs set. It was also reported that there was reduced longevity. An lv lead revision was planned, and during the same procedure the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.